Event description:
During ivc filter placement, the filter would not deploy. It stuck in the hub of the sheath. It was then easily removed and another venatech was used. There were no complications. Procedural notes: the right groin was prepped and draped in the usual sterile fashion and local anesthetic attained utilizing 1% lidocaine. A 21-gauge micropuncture needle was used to access the common femoral vein under ultrasound guidance. Needle tip was verified within patent vein lumen under direct ultrasound visualization and ultrasound picture was stored to patient's permanent electronic medical record. The bentson wire was then placed into the inferior vena cava and the delivery sheath was placed into the caudal aspect of the inferior vena cava. An inferior venacavogram was then performed. This demonstrated no evidence of ivc thrombus or anomaly. A braun vena tech filter was then placed in an infrarenal location with the tip of the filter at the l1-l2 level. The diameter of the infrarenal ivc is 20 mm. The sheath was then removed and hemostasis obtained utilizing manual compression. Successful placement of infrarenal braun vena tech inferior vena cava filter.